Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0vhyy, implanted: (B)(6) 2016, product type: lead. Fdd c63124 applies to the lead only there were no allegations of malfunction against the ins.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had decreased urinary symptom control. The rep tested impedances an found the electrode 3 was out of range above 4000 ohms, but the patient's programming did not use electrode 3. The issue was reported as resolved at the time of this report and no ins malfunctions were reported. There were no further complication reported or anticipated.